Event description:
The lay user/patient called lifescan (lfs) on november 16, 2007 alleging the one touch ultra meter was reading inaccurately high. The medical affairs specialist mailed a letter on november 20, 2007, since the user could not be reached by telephone for further clarification; this complaint was classified based on the customer care advocate (cca) documentation. The patient reported a meter result of 207 mg/dl, obtained at 10:38 p.m. She took 1 unit of humalog; based on the meter result she stated that she would have taken 2 units. She reported that she woke up in the middle of the night and felt sweaty. She had something to eat, which brought her blood glucose reading back up. The issue was not resolved with troubleshooting with the cca. The meter was replaced. This complaint is reported; although the comparison was anecdotal there was an indication of a serious injury, as the patient reported a symptom suggestive of hypoglycemia after the reported issue.

Manufacturer narrative:
Lifescan has requested the return of the subject meter for evaluation, but has not yet received it. If the meter is returned, lifescan will evaluate it and, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.